Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 5.5, 5.1, 4.5. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.